Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer tried troubleshooting steps, including using different adapters and charging cables, without success. Ultimately, the customer, who was out of warranty, decided to start using a new pump already in their possession, with assistance provided by technical support.